Event description:
Early battery depletion was reported. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) actual longevity is < 80% of 99.9% longevity limit; the device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data from the device showed low telemetered battery voltage. On (B)(6) 2010, the battery voltage with telemetry was 2.16v and the daily measurement was 2.57v.

Event description:
Early battery depletion was reported. The device was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported the battery voltage showed 2.51v on quicklook and 2.31v on the device status.

Event description:
Early battery depletion was reported. The device was replaced. No patient complications have been reported as a result of this event. It was further reported the battery voltage showed 2.51v on quicklook and 2.31v on the device status.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the device is in process; the results will be forwarded when available. Performance data from the device showed low telemetered battery voltage. On (B) (6) 2010, the battery voltage with telemetry was 2.16v and the daily measurement was 2.57v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device did not meet its 99.9% of its expected longevity. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data from the device showed low telemetered battery voltage. On (B)(6) 2010, the battery voltage with telemetry was 2.16v and the daily measurement was 2.57v. Device analysis is inconclusive.

Manufacturer narrative:
Battery analysis found no evidence of a failure mechanism leading to early battery depletion. Monitoring for 31 hours at 38°c and temperature cycling were performed yielding nominal current drain measurements. No significant capacitor leakage was recorded and no anomalies were observed during real time x-ray analysis. During the hybrid removal process, a microprocessor was damaged. Subsequent hybrid current drain measurements were elevated. There was no evidence of anomalous or high current drain prior to removing the hybrid from the shield. No cause was identified for the reported failure condition.